Event description:
Adverse event(s): "filaments (fibers) are sticking to instruments and entering the eye" (foreign body in patient). Product problem(s): "filaments (fibers) are sticking to instruments and entering the eye" (foreign material present in device). The customer reported that filaments (fibers) are sticking to instruments and entering the eye. It is getting pretty annoying, esp when the eye is sealed and I see one floating by in the anterior chamber ac, then I just start over! Additional follow-up information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available. (B)(4).